Manufacturer narrative:
The hospital disposed of the device. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician had difficulty advancing a ruby coil through another manufacturer's microcatheter and decided to retract it. However, while retracting the ruby coil, it unintentionally detached inside the microcatheter. The physician removed the ruby coil from the patient and successfully completed the procedure using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.